Manufacturer narrative:
Concomitant products: product ID; 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type; catheter. (B)(4).

Event description:
It was reported that during implant, the healthcare provider (hcp) tried to aspirate, but obtained no cerebrospinal fluid (csf) with two different catheters. The hcp tried to aspirate with the syringe. Troubleshooting options were discussed with the reporter. The second catheter was ultimately implanted and no alterations were made to the catheter, and csf was obtained. The patient was not affected by the catheter issue and no segments were left in the intrathecal space. The patient was doing well and receiving effective therapy. The inability to aspirate csf was attributed to patient anatomy, difficulty placing the catheter, and was not due to a defective catheter. The pump system was being used to infuse morphine.